Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the essure device"), device expulsion ("migration of the essure device: migration of essure device location of device: uterus") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 32-year-old female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, uterine polypectomy and vulvovaginal candida. Concomitant products included hydrocodone since 2015, lisinopril since 2015, lorazepam since 2015, misoprostol since 2015 and naproxen since 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 17 days after insertion of essure. In (B)(6) 2014, the patient experienced migraine ("migraines/migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/abdominal pain") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, intra-abdominal haemorrhage, abdominal pain, migraine, vaginal haemorrhage, menorrhagia, headache, fatigue and vaginal discharge outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, alopecia, device expulsion, fallopian tube perforation, fatigue, headache, intra-abdominal haemorrhage, menorrhagia, migraine, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that she required surgical intervention to address her complications. Date of removal: (B)(6) 2016, surgical removal of coil(s), unilateral salpingectomy - of left tube. Essure did not worsened a previously existing injury/condition. Left: trailing coils in uterus 9. Right: trailing coils in uterus 6. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, migration of essure device location of device: uterus (already reported event clubbed with dislocation), pain, fatigue, vaginal discharge, hair loss were added. Lot number received. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and migraine ("migraines"). The patient was treated with surgery (she underwent surgical intervention a pelvic surgery) and surgery (she underwent surgical intervention a pelvic surgery). Essure was removed. At the time of the report, the perforation, device dislocation, intra-abdominal haemorrhage, abdominal pain and migraine outcome was unknown. The reporter considered abdominal pain, device dislocation, intra-abdominal haemorrhage, migraine and perforation to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that she required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.